Event description:
The customer reported that during the filling of cellular material in a cryomacs freezing bag 750 for cryopreservation, they observed a leakage at the female luer lock connector. Since the leakage was detected prior to the cryopreservation, they lost only 3 ml of the cellular material. As a consequence there was no harm for any patient.